Event description:
It was reported that this patient was admitted to the hospital due to inappropriate shock in (B)(6) 2020. The patients electrode was repositioned as the physician believed that the case of the inappropriate shock was due to the electrode position. Most recently the patient once again received an inappropriate shock. It was noted that during the inappropriate shock the alternate vector was programmed due to both before and after the electrode repositioning a lot of artifacts were seen in the primary or secondary vector. A request for review was needed from technical services (ts). Ts discussed what was seen in each sensing vector including a change in morphology, and noted that further information was needed on the clinical background to understand the potential reversibility/avoidance of the observed change in morphology. Ts discussed re-evaluating the primary and secondary vector with provocation testing as well. At this time the electrode remains implanted and the programming vector was programmed to the primary vector. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the adverse event/product problem.

Event description:
It was reported that this patient was admitted to the hospital due to inappropriate shock in (B)(6)2020. The patients electrode was repositioned as the physician believed that the case of the inappropriate shock was due to the electrode being placed in a non optimal position. Most recently the patient once again received an inappropriate shock. It was noted that during the inappropriate shock the alternate vector was programmed due to both before and after the electrode repositioning a lot of artifacts were seen in the primary or secondary vector. A request for review was needed from technical services (ts). Ts discussed what was seen in each sensing vector including a change in morphology, and noted that further information was needed on the clinical background to understand the potential reversibility/avoidance of the observed change in morphology. Ts discussed re-evaluating the primary and secondary vector with provocation testing as well. At this time the electrode remains implanted and the programming vector was programmed to the primary vector. No additional adverse patient effects were reported.